Event description:
The customer reported that approximately 30 ml of uncontained clear fluid leaked from the bottom of the cassette area onto the counter from a unicel dxh 800 coulter cellular analysis system while cycling controls. There were no error messages reported by the customer at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 06/05/2015. The fse confirmed diluent leaking from the bleach probe in the red blood cell (rbc) bath due to valve vl150 not opening completely, causing the bath unable to drain and eventually overflowing through the bleach probe. The fse replaced valve (vl)150 resolving the leak. The repairs were verified per established service procedures. (B)(4).